Event description:
It was reported that the infusion pump underdelivered. Reportedly the device was programmed to deliver at 100ml/hr, however after eight hours only 450 ml had infused. No additional specific information is known. No patient injury was reported.